Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of submission of this report.

Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "clip failed to release from introducer." Per the information available in the med sun report, there were no clinical consequences to the patient or user.

Event description:
During a clipping procedure, the physician used a cook instinct plus endoscopic clipping device. Per med sun report: "clip failed to release from introducer." Per the information available in the med sun report, there were no clinical consequences to the patient or user. Report key ID: (B)(4).

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.